Manufacturer narrative:
Expiratory valve was replaced.

Event description:
Hamilton medical ag received the following event description from the partner: "expiratory valve pin stuck out. Cleaning didn't help. "